Event description:
The customer reported that the bipolar energy was activating on its own. No further info on this incident is available from the site. The site's biomed was able to re-create this scenario in his testing of the unit, although he could not confirm whether or not the unit was in auto-bipolar mode at the time.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under eval. When the unit eval is complete a f/u report will be submitted.